Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had thought that the battery had died on him because he couldn't get stimulation to turn on. The patient was then able to turn it on to 3.20 volts and then was able to turn down to 2.30 volts. The patient usually keeps his stimulation at 2.30 volts. The patient replaced the batteries in his patient programmer which resolved the issue. All of a sudden, the patient had no stimulation in back and the screen on the patient programmer was blank. The patient was having problems connecting with the implantable neurostimulator. The patient took the batteries out to make sure that the batteries were put in right and found that the spring that connects with the positive side on the battery was pushed all the way in. The patient received the replacement patient programmer and reported that he was seeing a low patient programmer battery. The patient was able to connect and saw that he was at 2.30 volts. The patient tried to increase, but couldn't. The patient had their stimulation off. The patient turned the stimulation on and was able to increase the stimulation. The equipment was working as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.